Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported back check valve failure because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a back check valve failure during an infusion. The event occurred on the medical-surgical unit. There was no report of pt harm or med intervention. No additional pt or event details were provided by the customer.